Manufacturer narrative:
On 08/15/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/07/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts were replaced. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgeon alleged an inaccuracy. No specific measurement of the alleged inaccuracy was provided. After taking a spin with the c-arm, the surgeon touched l4 on top of pedicle, however, the navigation system showed in the disc space. The surgeon opted to discontinue the use of the navigation system to continue the procedure. Delay in therapy was 5 minutes. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that the imprecision observed was between two and three centimeters. The imprecision was an approximation.